Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that high pressure test was failed. Customer was experienced high blood glucose which was treated with bolus with the insulin pump. The customer also stated that they did not allege insulin pump was under delivering. Customer stated that drive support cap appears normal. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.